Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the access screwed connector on the set filter was broken. The product damage was not detected during the manufacturing process visual control or leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed filter housing damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a "damaged" prismaflex m150 set during priming. There was no patient involvement. No additional information is available.